Event description:
Boston scientific received information that this patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was hospitalized due to heart failure exacerbation. In a review of the electrogram (egm) it appeared that there was crosstalk on the right ventricular (rv) channel from an atrial sensed beat that was interfering with bi-ventricular pacing. The intrinsic r-wave was not being sensed because, it occurred during the absolute refractory window. Sensitivity was adjusted to 1 mv, however, it did not resolve the oversensing. A boston scientific technical services consultant discussed repositioning the rv lead, as the coil was likely too close to the atrium. Ultimately, the lower rate limit (lrl) was increased and the lv offset was programmed on to resolve the issue. The patient was now reportedly receiving bi-v pacing therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.